Manufacturer narrative:
Manufacturer's investigation conclusion: the reported damage to the patient¿s driveline could not be confirmed as no product was returned for evaluation and no photographs of the damage were provided by the account. A specific cause for the reported damage could not be conclusively determined through this evaluation. Review of the submitted log file confirmed intermittent low flow alarms. According to the account, the low flow alarms were due to dehydration. Additionally, a specific cause for the reported events, as well as a direct correlation to heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), could not be conclusively determined through this evaluation. The system controller event log file contained data from 04aug2022 through 23aug2022. Intermittent low flow hazard alarms were captured throughout the log file. No other notable events or alarms were captured, and the pump appeared to function as intended and operated above the low speed limit for the duration of the file. The patient remains ongoing on hmii lvas, serial number (B)(6), and no further events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 21apr2016. The heartmate ii lvas IFU, rev. C and the heartmate ii patient handbook, rev. C are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. This section also addresses all pump parameters including pump flow. Section 4 of the IFU, ¿system monitor¿, describes situations which may result in a low flow hazard alarm, including changes in patient condition. Per design of the system, once each monitoring cycle, the calculated average flow value is compared to the limit (2.5 lpm). If the calculated value is less than the expected value, a low flow hazard is posted to the log file. A ten second delay is imposed between the detection of a low flow hazard alarm condition and the activation of the associated audio and visual indicators on the controller. Section 6 of the IFU, ¿patient care and management¿ discusses damage due to wear and fatigue of the driveline. This section also contains information on ¿caring for the driveline¿ (under ¿ongoing system assessment and care¿) and provides possible indications of driveline damage as well as how to respond to such events. This section also instructs to check the driveline daily for signs of damage, such as cuts, holes, or tears. This section (under ¿pump performance monitoring¿) explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. This section also lists hypovolemia as a potential late postimplant complication. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, describe all alarm conditions as well as the appropriate actions associated with each condition. The patient handbook also contains a section on handling emergencies. Section 8 of the IFU, ¿equipment storage and care¿ also contains information on ¿care of the driveline,¿ and provides possible indications of driveline damage. Section 4 of the patient handbook, ¿living with the heartmate ii¿ contains information on caring for the driveline and instructs to not twist, kink, or sharply bend the driveline. Section 6 "caring for the equipment" discusses damage due to wear and fatigue of the driveline and outlines indications of driveline damage, as well as how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient was having low flow alarms. Log files and x-rays were submitted for review concerning poor driveline integrity. Log file review captured low flow alarms on 05aug2022, 06aug2022, 12aug2022, and 23aug2022 that all appeared to be related to patient condition. The x-ray images showed what appeared to be areas of tape applied to the outer layers of the driveline. Inconsistencies were also observed in the grounded shield layer of the driveline though it was noted that this was not unusual for typical driveline wear. Additional information was received that rescue tape was applied to the driveline. The low flow alarms were believed to be caused by dehydration, left ventricle (lv) recovery, and small left ventricular internal dimension-diastole (lvidd). The low flow alarms resolved with increased fluid intake and the patient was asymptomatic. As of (B)(6) 2022, the patient was stable.